Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified low reading on the adc device compared to unspecified readings obtained on an unknown device. It is unknown if the customer noted a trend arrow on the device. Due to lower readings, the customer reported self-treating with candy, and later with insulin (dose/type unspecified) after higher unspecified readings. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.